Event description:
Consumer reports getting erratic readings on paradigm link monitor than other monitor (competitive). Analysis run on clark error grid using competivite readings (198) vs. Bd readings (47,349) yielded data points in the "e/c" range of the grid - outside accetable range.